Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to a bacterial infection (unspecified). It was not reported if the patient was hospitalized. The patient was treated with an unspecified intraperitoneal ¿imported drug¿ for ¿washing treatment¿ for the event. At the time of this report, the patient was recovered from the peritonitis. Action with dianeal therapy was not reported. No additional information is available as the reporter declined to provide any further information.